Event description:
Ous MDR - the patient has va conduction and the va interval was around 230 ms. The pvarp setting was changed to 300 ms as a fixed value, because the initial value would be 250 ms if the pvarp setting was auto as default setting. After the pocket was closed, we started atrial threshold test for the confirmation with ddd mode and gradually reduced output. Then the pacing failure occurred and pmt started immediately after. The simulation showed that the occurred pmt also activated pmt-prevention function and generated pacing failure. This was able to be recreated in-house. According to the simulation, pmt occurred while pacing failure occurred with starting atrial threshold test from atrial threshold test screen in a programmer even though pvarp was set as fixed value with a longer value than the va interval. Additionally they simulate the phenomenon with the heart simulator and it showed that the event happened during the atrial threshold test even though the pvarp setting was not auto. It as not simulated when va interval setting was about 190 ms (shorter).

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. As quality excellence is biotronik's utmost concern, we do sincerely thank you for your attention and your feedback on this clinical event which is essential for us to consider device improvements.

Manufacturer narrative:
Ous MDR.